Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video sample which observed a leak near the lower edge of one side of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unknown location. This issue was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.